Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Transeptal access was performed without issues. A mapping catheter was inserted into the sheath to perform a pre-map of the left atrium, then it was removed and it was noticed that the blood pressure dropped. A pericardial effusion was noted, so a pericardiocentesis was performed. Operation was not necessary to treat the issue. Multiple echoes performed the day after, showed no effusion. The patient was successfully discharged.